Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the cause of the phenomenon was the failure of the g1 board. The cause of the failure of the g1 board could not be identified since the actual product was not sent. It was assumed that it was an accidental failure, since it did not occur soon after delivery and does not tend to occur frequently.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in unspecified timing the subject device could not be turned on. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated and the electrical circuit board had failure. There was no report of patient injury associated with the event.